Manufacturer narrative:
Continuation of d10: product ID: 3889-28, lot# va1nxtq, implanted: (B)(6) 2020, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(6), ubd: 07-feb-2022, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastr ointestinal/pelvic floor. It was reported that the patient's battery was dead and they couldn't get it to charge and that the machine even said that the battery was 'dead'. The patient clarified that they had charged their external devices but they still were not able to connect to their ins and that the message was about the ins battery being dead. The patient stated they had been living with incontinence again since about two weeks ago. The patient stated they had been totally incontinent in both areas and that it was really bad. The patient stated they couldn't make it from their bed to the bathroom without losing everything and that they would have a bowel movement in their pants and not even know it. It was reviewed with the patient that the battery life of an ins was about five years give or take depending on settings so it was likely their symptoms had returned because their ins battery had reached end of life. The patient was redirected to follow up with their healthcare provider (hcp) to check the implanted system and discuss next steps. The patient stated they had already contacted their hcp and they were told to contact the manufacturer to talk about getting a new implant, which the patient commented they thought was odd given they knew they needed a surgery and that the hcp would have to do it. The patient stated they had a surgery already scheduled with their hcp on 2025-mar-06 and wondered if their hcp could just change their ins battery out at that time if the manufacturer sent one to them. The role of the manufacturer and the manufacturer representative (rep) were reviewed with the patient, and they were provided with the national answering service (nas) phone number to provide to their hcp. The patient was again redirected to follow up with their managing hcp to discuss getting a new implant. Additional information was received on 2025-feb-26. The patient called back repeating the same information. The patient stated they were having surgery on (B)(6) 2025 to get a procedure done and wanted to know if they could get the implant replaced at the same time. The patient was told that was up to the doctor doing the surgery. The patient was redirected to their hcp. Additional information was received from the patient on 2025-mar-11. The caller and their husband called back in. The reason for call was that the caller reported that the battery is dead and one of the leads are not connected right. This has been going on for about a month and they are totally incontinent again. The patient was at an appointment last week and the healthcare provider called the company representative in to check the device and the representative said yes, the device is end of service (eos). The caller was not sure who the representative was. They verified the battery "was bad". The caller reported trying to schedule the replacement with the healthcare provider, but they keep getting redirected to the company. Agent reviewed company's role and reviewed with the caller that the next decision is between the patient and healthcare provider. Agent emailed field staff to see if they can help bridge the gap.